Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, initially changing only the cartridge and later changing the site and completing fill tubing without observed leaks or site issues while using the ilet with subcutaneous insulin. Symptoms included elevated blood glucose, reported as ¿high¿ and then 365 mg/dl. Outcomes included continued monitoring and correction by the ilet, with the user planning to administer long-acting insulin per healthcare provider direction. Investigation included troubleshooting and education with verification of the infusion site and tubing, and confirmation of insulin delivery steps. Investigation of this case revealed no device or component malfunction observed during troubleshooting, with nonadherence to prescribed long-acting insulin identified as a likely contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.